Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection was performed, and it was observed that the main coil was bent and stretched at the coil arm, primary coil and zap tip section. Moreover, the arm coil was detached. The functional inspection could not be performed due to the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15jul2024. It was reported that advancing issue and premature deployment occurred. A 4mm x 10cm interlock-35 coil was selected for arteriovenous fistula fistuloplasty. During the procedure, the physician advanced the coil through a diagnostic catheter. However, while deploying the coil, the physician encountered resistance and realized halfway through that the coil had already been deployed inside the catheter. Unable to retract the coil, the doctor decided to pull out the entire diagnostic catheter along with the coil. The procedure was completed using a different device. No patient complications were reported. However, device analysis revealed the arm coil was detached.